Manufacturer narrative:
Device evaluated by MFR: device not yet explanted.

Event description:
The manufacturer was notified of a case involving a (B)(6) patient, small aortic root, not in very good shape. The site is going to perform a tavi. Stent in the common trunk. Leaflets of the valve may interfere with the coronaries.